Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call watchdog timeout alarm on the insulin pump. Customer's blood glucose level was 72 mg/dl. Customer advised they removed the battery and put it back in and started to rewind the device. Customer advised it was working fine and then the alarm occurred once again. Customer advised the 2nd time they removed the battery the screen was frozen and the insulin pump was beeping. Customer's alarm history showed an unexpected restart alarm, external ram crc error and history anomaly. Troubleshooting for the unexpected restart alarm was performed. Customer rewinded the device 2 times and had multiple alarm occurrences. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with several a47 alarms were found at the alarm history file due to a corrupted history file. The insulin pump was monitored for 24 hours, no frozen screen or audio beeping anomaly noted. The insulin passed self test and a21 error test. No unexpected a21, a17 and a13 alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.